Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that when preparing for a therapeutic procedure, the subject device was opened and as soon as presented on the full screen, operator felt the image was blurry. The operator then replaced the subject device with another endoscope. The procedure was successfully completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: temporary contact failure, deposits on the electrical contacts of the connector, dark image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a temporary contact failure due to deposits on the electrical contacts of the connector, which had no problem detected. The event of dark image is caused by a component failure of the insertion tube, the cause of which traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.